Manufacturer narrative:
Correction: this MDR is being cancelled because it has been determined that the complaint was opened in error. It is a duplicate to a previous record that was filed.

Event description:
No additional information provided.

Event description:
It was reported that bd insyte bends and fluids can't pass. The following information was provided by the initial reporter, translated from spanish to english: the failure that was reported is that the catheter bends and does not allow fluids to enter.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field. E1. Address information was not provided, therefore, xx was used as a place holder.